Event description:
It was reported that during a da vinci-assisted esophagectomy, non-thoracic trans-hiatal surgery, a sureform 60 stapler with a blue reload had a tissue pushout, with tissue bunching and a hole left in the target tissue. The surgeon was able to repair the tissue damage. There was a procedure delay of 15-30 minutes, and the procedure was completed robotically. Additional details about the patient's status and whether an extended stay was required due to this issue were not available. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. The lot number and sequence number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of the site¿s system logs revealed sureform-60 stapler (480460-12/ k16250814-0200) was used. A review of the instrument logs revealed that this stapler was last used in this procedure with 2 uses remaining. An advanced stapler log review was completed. The logs showed this stapler was installed on the system 11 times and fired 10 reloads (2 white, followed by 8 blue). On install 1, the first clamp was successful, and the firing was completed with 1 pause for compression. On installs 2-4, and 6-11, all clamps were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the log data reviewed.